Event description:
It was reported that the patient lost stimulation, and was unable to turn it back on. Telemetry revealed an end of service message; no early replacement indicator message had been received. Based on the patient's high energy programs, and report that the patient did not use the device full-time, longevity was estimated at 3-4 months. The patient stimulator was replaced with a rechargeable model. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.